Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle would not retract. The following information was provided by the initial reporter: that there was another lot number notated for needle retraction failure.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle would not retract. The following information was provided by the initial reporter: that there was another lot number notated for needle retraction failure.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-mar-2023. H.6. Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 10 sealed 22g x 1.00in. Insyte autoguard units from lot number 2300673. A gross visual inspection did not identify any damage to the components. The units were functionally tested for needle retraction and all units successfully retracted without issue. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.